Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the laser probe tip could not fit into the port. The laser probe was replaced to complete the case. There was no patient harm.

Manufacturer narrative:
The 25gflex laser probe was returned for evaluation. The probe was manufactured on june 28, 2017. There were 1,116 paks associated with this lot. Based on qa assessment, the products met specifications at the time of release. The laser probe was manufactured on june 16, 2017. There were 103 probes associated with this lot. A visual assessment of the returned sample revealed significant adhesive on the cannula tip. The 25g flex probe was inserted into a 25g trocar. The sample had resistance when inserted into the 25g trocar, confirming the reported event. However, the sample¿s cannula outer diameters (od) were measured with an od min/max values of 0.0200 to 0.0205 inches. The sample¿s cannula od was measured to be 0.02020 to 0.02035, meeting specifications. The reported event was able to be confirmed as sample laser probe got stuck when inserted into a 25g trocar. It was determined that there was excess adhesive residue on the cannula tip. It should be noted that laser probes are visually inspected and excess adhesive is cleaned during manufacturing to verify the tips are conforming both visually and in length. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tip during manufacturing. An internal investigation has been opened for this issue. The manufacturer internal reference number is: (B)(4).